Manufacturer narrative:
(B)(4). The reported field event of a damaged header was confirmed in the laboratory. Visual inspection noted minor damage to the header surface. The device was tested on the bench and no anomalies were found. Test leads were firmly attached to the header and were properly secured. The device header was determined to function normally. (B)(4).

Event description:
It was reported that the device was difficult to explant out of the pocket during the lead revision procedure. The physician destroyed the device header with the clamp. The device was explanted and replaced. The patient was stable post procedure.